Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection the returned device is in used condition. The strike plate and handle body are heavily marked from impaction suggesting prolonged use. The trigger subcomponent is dissociated from the handle as a result of fracture of the actuator rod component. Impaction marks were noted on the dissociated trigger. Conclusion: the investigation determined the root cause of the event to be impaction on the trigger component during the extended life of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. It is noted that the device was redesigned to strengthen the actuator rod subcomponent and reduce the occurrence of this failure mode; the subject device was manufactured prior to these actions.

Event description:
During a primary hip replacement, the standard securfit handle broke during broaching. The trigger/ loading mechanism snapped off, with the broach still attached. Surgeon was able to remove the broach from the handle by gripping on to the remaining tip of the spring mechanism and continued the operation with another handle.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a primary hip replacement, the standard securfit handle broke during broaching. The trigger/ loading mechanism snapped off, with the broach still attached. Surgeon was able to remove the broach from the handle by gripping on to the remaining tip of the spring mechanism and continued the operation with another handle.

Event description:
During a primary hip replacement, the standard securfit handle broke during broaching. The trigger/ loading mechanism snapped off, with the broach still attached. Surgeon was able to remove the broach from the handle by gripping on to the remaining tip of the spring mechanism and continued the operation with another handle.